Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that over two years ago the physician explanted a torn catheter and replaced it with a new one. The patient symptom related to the event was a headache. The patient status was reported as ¿alive-no injury¿. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information later received reported the catheter was not replaced. There were no catheter segments left in the intrathecal space. The patient had spinal headaches and therapy wasn¿t relieving pain. The product would not be returned as the hospital disposed the catheter.the pump was used to deliver infumorph, 25mg/ml, dose per day was minimum rate.

Manufacturer narrative:
(B)(4).